Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump button unresponsive and frozen display. Customer's blood glucose value was 64 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that insulin pump was not unlocking when presses the button it was stuck on the same screen. Customer reported that the screen was not completely blank. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.